Event description:
Pt connected to walkmed pump at 1800. Returned to clinic at 1000 with blood in medication bag. Pt had received 36 cc of 5fu 000 night when should only have had 6cc of medication. Discontinued pump with medication wasted. Md notified.